Event description:
The manufacture was made aware that a user alleges while using a continuous positive airway pressure (CPAP) device and heated humidifier, "cold air" caused exacerbation of asthma, resulting in hospitalization. There was no report of serious or permanent injury. The user was discharged home. The user has a pre-existing medical history of asthma and "heart issues". The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer has made numerous requests for the CPAP and humidifier to be sent back for evaluation. No product has been returned and no more information has been provided. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The dreamstation heated humidifier is an accessory for the philips respironics dreamstation therapy devices to provide moisture to the patient circuit. It is intended for use in spontaneously breathing patients weighing over 30 kg (66 lbs), in the home or hospital/institutional environment, who use mask-applied positive pressure ventilation therapy. Labeling included instructs the user "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider." Based on the available information, the manufacturer is unable to confirm the customer's complaint and concludes no further action is necessary at this time. If further information is received, or if the device(s) are returned for investigation, the manufacturer will submit a supplemental report.